Event description:
The customer called and reported she went to the emergency room, believing she was experiencing symptoms of diabetic ketoacidosis and her blood glucose in the 300 to 399 mg/dl range. The customer stated the hospital got her blood glucose down and sent her home. The customer stated she did not believe high blood glucose was due to the insulin pump and she knew why she was experiencing high blood glucose. She will not be returning the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.